Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed wbc, hemoglobin and neutrophil results on three patients when processed on the alinity hq analyzer. The following data was provided. On (B)(6) 2026, sid (B)(6), male, born in 1967; wbc= initial result 4.89 & repeat results =15.0 10e3/l, repeat results on another analyzer (B)(6) = 14.7 10e3/l. Initial hemoglobin results were 7.59, 15.0 g/dl & repeat results on another analyzer (B)(6) = 14.6 g/dl, neutrophil= initial results 4.15 & repeat results =12.2 10e3/l, repeat results on another analyzer (B)(6) 12.0 10e3/l, rbc= 2.82, 5.29 10e6/l repeat results on another analyzer (B)(6) 5.22 10e6/l. On (B)(6) 2026, sid (B)(6) male, born in 1969; wbc = initial result 2.41 & repeat result 6.06 10e3/l, rbc (initial, repeat) = 4.94,2.92 10e6/, hemoglobin (initial, repeat) =15.1,8.3 g/dl. On (B)(6) 2026, sid (B)(6), male- born in 1938, wbc= initial result 2.99 & repeat result 6.39 10e3/l, hemoglobin = initial result = 7.04, repeat result 11.9 g/dl, rbc (initial, repeat) = 2.89,3.94 10e6/l. No impact to patient management was reported.